Event description:
As reported from japan by a field clinical specialist, transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, resistance was felt during insertion of the 14fr esheath+, and a dissection occurred. Access was obtained via a right subclavian cutdown. The vessel was not pre-dilated. Mild vessel tortuosity and mild calcification were noted. When inserting the sheath, resistance was felt. Although it did not amount to significant difficulty, a dissection near the puncture site of the access vessel was observed during device removal. No abnormalities were detected on the esheath+. A stent was deployed to address the complication, blood flow was confirmed, and the patient left the operating room in stable condition. The reporter indicated that resistance during sheath insertion and the puncture technique may have contributed to the event.

Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). Investigation is ongoing.